Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, high ventricular rate, oversensing noise and loss of pacing were observed on right ventricular lead in a stored egm. The noise was reproducible with arm movements. The programming changes were made but oversensing was still noted. The generator change, and lead revision was discussed with the physician but not scheduled yet. The patient was dependent and does not experience any symptoms.

Manufacturer narrative:
External insulation abrasion was noted at 17.2 cm ¿ 17.3 cm from the connector pin consistent with friction to the device can. The etfe coating was intact at this location.

Event description:
New information received notes that the lead was explanted and replaced. There were no patient consequences and the patient was discharged.